Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient's husband claims the device read lower than the fingerstick values. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.